Event description:
The customer reported a non specific leak that was thought to be in either the cuff or the pilot balloon. The patient required a non-routine replacement of the tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.